Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with an unspecified saline breast prosthesis and experienced a deflation on the left side post-operatively. As a result, the patient underwent explantation on (B)(6) 2022. It was unknown if the reported device was a mentor device and as such the complaint is being reported conservatively. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On (B)(6) 2022, the mentor failure analysis lab has received the device for evaluation. Mentor received additional information regarding the impacted device. The impacted device was determined to be a 275cc mentor smooth round moderate profile saline breast prosthesis. The lot number was updated to 5586399. The device catalog number was updated to 3501640. Since the device manufacturing date is after the date of implantation initially reported in the previous report, the device date of implantation has been updated to (B)(6) 2005 as best estimate. On (B)(6) 2022, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the sal smooth rnd diap 275cc breast implant had a crease/fold on the anterior view. Leak testing was performed, according to mentor procedure, and it identified a tear within the crease/fold, measuring approximately 0.3 cm. Additionally, no other leak sites were detected. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).